Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation by an olympus customer service confirmed some physical damages of the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. In addition, omsc found that the same device tested positive for some organisms at the same hospital in (B)(6) 2019. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -suction channel: stenotrophomonas maltophilia (1 cfu) distal end: staphylococcus pasteuri (2 cfu), staphylococcus epidermidis (1 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.